Event description:
It was reported that surgeon said the tibial block cut too much and knee went into valgus. Corrected intraoperatively.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.